Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician is surprised by the depletion of the battery of the device and by the low internal impedance (1.32 kohms in (B)(6) 2017) while he is aware of high pacing amplitude parameters (3.5v/1ms). Preliminary analysis did not reveal any irregularities.

Event description:
It was reported that the physician is surprised by the depletion of the battery of the device and by the low internal impedance (1.32 kohms in (B)(6) 2017) while he is aware of high pacing amplitude parameters (3.5v/1ms). Preliminary analysis did not reveal any irregularities.